Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, intelligent shutdown pcb (isd) and surge suppressor pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system did not work. Additional information was received from the field service engineer confirming that the system failed to boot. No patient serious injury or death was reported related to this event.